Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the endoeye flex deflectable videoscope displayed a communication error with no image. There was no report of patient injury due to the event. The device was returned to an olympus service center for evaluation and repair. Upon inspection and testing, error code e218 (communication error) appeared with no image, confirming the reported issue, and it was found to be due to a damaged electronic board. Additionally, the adhesive around the objective lens had peeled off. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction: usage of device: should have been marked as reuse in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by a malfunction of the image sensor unit or a malfunction of the board inside the video connector. The event of the peeling of the objective lens ce agent was most likely caused by deterioration due to combined stress such as mechanical stress due to interference with treatment tools and chemical attack due to chemicals. Olympus will continue to monitor field performance for this device.